Event description:
The customer states that they were noticing hemoglobin and hematocrit mismatches and high mcv results for patient results generated using a cell-dyn ruby analyzer. The customer indicated that controls were recovering within range. One patient received a therapeutic phlebotomy based on the hematocrit value reported from the cell-dyn ruby. A physician then questioned the lab pathologist regarding this patient's results stating that if results had been lower, therapeutic phlebotomy would not have occurred. The customer states that the hematocrit value obtained using the cell-dyn ruby was higher than results obtained via spun hematocrit and results yielded by another analyzer. No specific data or information was provided for this patient. No further impact to patient management was reported

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.